Event description:
Tlh - bruise appeared around incision - when the user removed four trocars from the body, bruise appeared around all the four incisions. The pt was not injured. Pt status: "the pt was not injured."

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident products were not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root cause of the incident. Between (B)(6) 2012 and (B)(6) 2013, there have been 2 similar complaints outside of (B)(6) of patients experiencing incision site bruising from kii advanced fixation trocars. It is possible for this to occur if the retention disc is contacting the patient's skin at an angle during extreme articulation. To minimize this type of occurrence, the retention disc may be moved proximally to avoid contact with the patient's skin. A review of the manufacturing records for these lots revealed that the lots passed all manufacturing and quality inspections. The probability and criticality of harm resulting from this incident has been evaluated and found to be at an acceptable level. During the manufacturing process, kii trocars are thoroughly inspected and for functionality and performance prior to packaging. Although the root cause of the customer's experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.